Manufacturer narrative:
The information being reported was found in a journal article titled "enhanced early outcomes with anterior supine intermuscular approach in total hip arthroplasty". J. Bone joint surg am, 2009;91(suppl 6):107-120. Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the revisions mentioned in the journal article. Dates of events - unknown. Expiration dates - unknown. Dates implanted - unknown. Dates explanted - unknown. Initial reporter - the article was written by av lombardi jr., kr berend, be eng and jb adams. Manufacture dates - unknown. This report filed march 10, 2011.

Event description:
Information was received based on review of a journal article referencing a retrospective study of hip procedures that took place between (B)(6) 2006 and (B)(6) 2008 utilizing taperloc microplasty femoral components. The article indicated that three intraoperative bone fractures occurred (two proximal femoral perforations and one non-displaced small femoral fracture). The article also indicated that four periprosthetic fractures occurred requiring revisions of the femoral stems. No further information has been provided to date.